Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit failed inspection due to bent pin inside the scope socket connector causing image issue with the camera head otv-s7 and scope lf-v3. Furthermore, a socket replacement is required due to worn connector causing poor connection with the scopes and camera heads. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has no image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d4,h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. If the distal end of the scope connector is bent or chipped, the probable cause of the video connector socket terminal bending is due to the excessive stress applied when the scope is connected. As a result, the terminal buckles and the reported issue occurs. Since the reported event was caused by connected scope, it is plausible that the operator contributed to the cause. In addition, because the device was manufactured more than five years ago, prolong use presumably contributed to the worn-out pin due to insertion and removal of the scope. Olympus will continue to monitor field performance for this device.